Event description:
It was reported the powered wheelchair stops unexpectedly during use as a result of braking faults. The user has reported she has been able to successfully reset the joystick, which clears the brake faults and allows her to continue to use the chair.